Event description:
It was reported that a female patient received an eswl treatment on a lithoskop. The patient received 3,500 shocks at energy level 4 (maximum) at 68 joules. After completion of the eswl, a sub capsular hematoma was diagnosed on the left kidney. The system was tested by siemens service personnel, and was found to be operating within specifications. The doctor that performed the procedure was not trained by siemens. Selection of adequate therapy parameters is the responsibility of the operator, and is dependent on the patient's condition and state of health. Medical publications state that kidney hematoma is a possible adverse effect of eswl therapy. It is not system specific, but is eswl application specific. The hematoma was surgically removed. There are no reported events of this nature in the past 6 months. This incident occurred in other country.